Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the right essure coil was perforated through the right tube.') And pelvic pain ('lot of pain/10 week post op') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial hyperplasia, uterine leiomyoma and menorrhagia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("constant bleeding"), dyspareunia ("uncomfortable sex"), cough ("cough"), pneumonia ("pneumonia") and tooth fracture ("teeth crmbled/side teeth on my left side had to pulled/ dental issues"). The patient was treated with surgery (essure removed and robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy, diagnosticcystoscopy.). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, dyspareunia, cough, pneumonia and tooth fracture outcome was unknown. The reporter considered cough, dyspareunia, fallopian tube perforation, genital haemorrhage, pelvic pain, pneumonia and tooth fracture to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2009. The following information was received from social media lot of pain, constant bleeding, uncomfortable sex, cough, pneumonia, tooth fractured. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-feb-2021: mr received. Reporter information, other relevant history added. Event: "the right essure coil was perforated through the right tube." Added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the right essure coil was perforated through the right tube.') And pelvic pain ('lot of pain/10 week post op') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial hyperplasia, uterine leiomyoma and menorrhagia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("constant bleeding"), dyspareunia ("uncomfortable sex"), cough ("cough"), pneumonia ("pneumonia") and tooth fracture ("teeth crumbled/side teeth on my left side had to pulled/ dental issues"). The patient was treated with surgery (essure removed and robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy, diagnostic cystoscopy.). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, dyspareunia, cough, pneumonia and tooth fracture outcome was unknown. The reporter considered cough, dyspareunia, fallopian tube perforation, genital haemorrhage, pelvic pain, pneumonia and tooth fracture to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2009. The following information was received from social media lot of pain, constant bleeding, uncomfortable sex, cough, pneumonia, tooth fractured quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lot of pain/10 week post op') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("constant bleeding"), dyspareunia ("uncomfortable sex"), cough ("cough"), pneumonia ("pneumonia") and tooth fracture ("teeth crumbled/side teeth on my left side had to pulled"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, cough, pneumonia and tooth fracture outcome was unknown. The reporter considered cough, dyspareunia, genital haemorrhage, pelvic pain, pneumonia and tooth fracture to be related to essure. The following information was received from social media lot of pain, constant bleeding, uncomfortable sex, cough, pneumonia, tooth fractured. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event injury was deleted. Event added- pelvic pain. Reporter information were added. On 23-mar-2020: social media received. Event added- constant bleeding, uncomfortable sex. Reporter information were added. On 23-mar-2020: social media received. Event added- cough, pneumonia. Reporter information were added. On 23-mar-2020: social media received: event teeth crumbled/side teeth on my left side had to pulled added. And event pelvic pain updated as serious incident event. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.